Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Device manufacture dates: february 28, 2012 - february 29, 2012. The device was returned and is currently in the process of being evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that flow stopped in an lv 2 infusor. This occurred during a patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection and functional testing were performed. No flow issues or nonconformances were identified. The reported condition could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.